Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported at 8:04 pm that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 7.4 units of insulin. The patient's blood glucose level as at 5 mmol/l (90 mg/dl) when the patient's mother noticed this uncommanded bolus.